Event description:
It was reported that the patient has been having syncope events for several years now and that they occur about twice a month at random intervals and not associated with stimulation. The patient saw an electrophysiologist and had an event monitor placed. The monitor detected that the patient he had a 3.1 second bradycardia alert. The generator was disabled to see if vns was a causal or contributing factor to these events, but the physician states they will not be able to make a full assessment until a few months of the vns being disabled to fully assess if the vns is related. Follow up with the physician indicated that the patient has no prior history of cardiac events or family history of cardiac events. The patient has no pre-existing medical conditions. The patient's heart rate prior to the event was 68 bpm and during the bradycardia event it was in the 20's. The bradycardia occurred with a 3 second pause as well. The patient did not experience any traumatic events prior to the arrhythmia and there were no known triggers. The event did not occur following a medication change or settings change. It is unknown if it occurs with the device on time. Currently, the physician believes it is possible that the bradycardia is related to vns stimulation and vns stimulation may have exacerbated the event. The only intervention was the disablement of the normal and magnet output currents, which was taken to preclude serious injury if vns is causing the event. The arrhythmia has not yet recurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported events have been determined as not related to vns therapy.

Event description:
It was reported that the patient had their battery changed prophylactically. Per the physician, the vns is no longer a suspected contributing factor to the syncope or bradycardia. No additional relevant information has been received to date.